Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws were not completely opened. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the clip was unable to properly load and the bottom jaw came loose. The jaw legs on the bottom jaw were severely bent which caused it to fall off of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet on the inside of the right body is broken but the ratchet ears are intact. It could not be determined how the ratchet broke or how the jaw legs of the bottom jaw got bent. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for other remarks: this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips coming out loose from the applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the bottom jaw came loose due to having bent jaw legs. The device was disassembled and it was found that the ratchet on the inside of the right body was broken, but the ratchet ears are still intact. The device was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. It could not be determined how the ratchet broke. It also could not be determined how or when the jaw legs got bent. Therefore, the root cause of this complaint issue could not be determined. We will continue to monitor these issues.

Event description:
The clips are coming out already loose from the applier before being able to put them around a vessel. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot #73d1700010 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are coming out already loose from the applier before being able to put them around a vessel. The patient's condition is unknown at this time.